Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. Reference numbers mw5186376, mw5186378. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported receiving inaccurate blood glucose readings from the adc device when compared with a competitor brand device (accu-chek). The glucose readings, ranging from extremely high (322 mg/dl) to extremely low (45 mg/dl), were later found to be incorrect. As a result, the customer stated they experienced medical issues and had to rely on an accu-chek device for reliable measurements. The customer had used the abbott freestyle libre, libre 3, and libre plus glucose monitoring devices for several years, all supplied through the us department of veterans affairs (va). The va pharmacy later informed the customer that replacement abbott devices were also found to be defective and had been recalled. The customer was advised not to use them, and the va replaced the abbott devices with the dexcom g7 model. No serial numbers were provided to adc to verify if the devices were part of the recall. There was no report of adverse health impact, and neither self-administered nor third-party medical treatment was reported. Adc customer service attempted to contact the customer three times to obtain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.